Manufacturer narrative:
The sample is available but has not been returned at the time this report was filed. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 21jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that, during use of a closed suction catheter there was an occlusion and patient was not getting ventilated and had a decrease in saturation and the device was replaced with no reported injury. After the patient was electively intubated, the patient decompensated a few mins after placing the inline suction device to the new endotracheal tube. The patient was manually bagged, and electively extubated (noting also a mucous plug at the end of the ett), bag/masked with success and re-intubated successfully. The patient was placed back on the vent successfully. Additional information was received on 18jul2017 that states the patient is using a fisher paykel heated wire system and the patient is currently intubated and in stable condition. No additional information was provided at the time this report was filed.

Manufacturer narrative:
The sample has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The sample was returned for evaluation. One used sample was received with no original packaging, however, there was a product label returned with the device. After decontamination, the sample was visually examined for damage. There was no evidence of damage seen on the catheter system. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip of the catheter. The returned y-adapter (3.0mm) was examined as well. When trying to advance the catheter through the tip of the y-adapter, the catheter could not advance through the opening and stops at approximately 0.4cm from the tip of the catheter to the end tip of the y adapter. The inside of the y-adapter was inspected under magnification (50x), there appeared to be occlusion with excess unknown material that is similar to a clear hard plastic. Using a calibrated pin gauge, size .118 pin was inserted into the opening (distal end), however, it did not pass through. The potential root cause is manufacturing related. The device history record for the lot number, m7066t506, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 17oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).